Event description:
It was reported that the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system has exhibited variable and high out of range pace impedance measurements for approximately one (1) year. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated there were no related noise episodes observed and the presenting electrograms for the last eighteen (18) months look good. It was noted that no issues could be reproduced. Ts indicated that the impedance issue looked like a possible device header spring contact issue and they could consider programming on the non-sustained ventricular tachycardia (nsvt) alert. The boston scientific representative agreed. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system has exhibited variable and high out of range pace impedance measurements for approximately one (1) year. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated there were no related noise episodes observed and the presenting electrograms for the last eighteen (18) months look good. It was noted that no issues could be reproduced. Ts indicated that the impedance issue looked like a possible device header spring contact issue and they could consider programming on the non-sustained ventricular tachycardia (nsvt) alert. The boston scientific representative agreed. The products remain in-service. No patient symptoms or adverse patient effects were reported.